Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a male pt who used super poligrip original as a denture adhesive cream. A physician or other heath care professional has not verified this report. Co-suspect medication included fixodent. In (B)(6) 2004, the pt used super poligrip original at unk dosing. In 2007, the pt experienced neuropathy and copper deficiency. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the events were worse. According to the fact sheets, super poligrip original was used from (B)(6) 2004 until (B)(6) 2010, once or twice daily, less than one 2.4 ounce tube daily. Fixodent original was used from (B)(6) 2004 until (B)(6) 2010, once or twice daily, less than one 2.4 ounce tube daily. The pt experienced tingling and severe pain in his feet, which caused difficulty walking and tingling in hands, which was getting progressively worse. The pt experienced tingling in approx 2007. The pt also experienced copper deficiency and neuropathy.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2011-00200. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).